Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a driveline exit site infection. Cultures were positive for staphylococcus aureus. Unspecified changes to the patient's medication were made. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the first signs and symptoms of the driveline infection were redness and swelling. Factors that contributed to the infection were non-compliance with asepsis and antisepsis during ligation at home. Antibacterial therapy was selected for sensitivity. An explanatory conversation was conducted with the patient and relatives about the need for long-term, timely medication, compliance with the rules of personal hygiene, and asepsis and antisepsis when bandaging a wound. Despite the long-term antibacterial therapy, there was a recurrence of tissue consolidation, and a progression of purulent-inflammatory processes with the formation of a fistula. Cultures from the driveline exit site were positive for staphylococcus aureus and serratia marcescens. Antibacterial therapy was selected for sensitivity. The patient and relatives were instructed again about the need for long-term, timely medication, compliance with the rules of personal hygiene, and asepsis and antisepsis when bandaging a wound. No additional information was provided.